Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the o2-sensor was replaced and returned for investigation. The o2-sensor is measuring the oxygen concentration to the patient. The reported alarm for low o2-concentration was reproduced during test of the returned o2-sensor in a ventilator. The o2-sensor was re-calibrated in the o2-cell/sensor subtest in the pre-use check and then the o2-sensor was working as expected. That indicates that concentration in the supplied air and/or oxygen gases in the hospital were not within our recommended specification at the time. Evaluation of the received device logs shows that the matching event on the reported day during the time period 15:18 to 16:57, had several alarms for low o2 concentration. The pre-use check was confirmed to be successful both before and after the event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator alarmed for low o2 concentration. There was no patient harm. (B)(4).